Event description:
A customer contacted technical service to report that the likorall 250 es, natural, had an issue, when lifting a patient the clips detached from the slingbar which resulted in the sling coming off and the patient falling back into the recliner. The patient was only lifted a few centimeters and did not incur any injury as a result of the fall. It was then reported that the account reattached the clips and attempted to lift the patient a second time with the same result. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.

Manufacturer narrative:
Upon inspection the baxter technician was unable to find any malfunction with the device. Account confirmed the staff was not using the equipment in its recommended way. The liko sling cross-bars instructions for use (7en160125) outlines how to correctly attach the latches and sling to the slingbar. If the instructions for use are followed correctly, it would be unlikely for an adverse event to occur. Although there was no device malfunction and the customer confirmed the incident was caused by use error, if the reported event were to recur it could lead to serious injury or death therefore baxter is reporting this event.